Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date explanted - n/a. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a trauma shoulder procedure on (B)(6) 2013. During the procedure, while inserting the plate, one of the locking screws would not lock into the plate. As a result, the surgeon opted to leave the screw out and completed the procedure without a locking screw in that hole.